Manufacturer narrative:
(B)(4). Lot number is not provided/unknown. Device not returned to manufacturer yet.

Event description:
Doctor reported that patient presented with a loosened abutment screw (iunihg). Doctor replaced the screw with a new one. Tooth site #18.

Manufacturer narrative:
No product was returned for inspection. No device lot number was provided so a device history record review and a complaint history review could not be performed. Without the returned product, there is not enough evidence to form a conclusion on the reported event. Therefore, the complaint is non-verifiable. A root cause cannot be determined.

Event description:
No further event information available at the time of this report.